Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer ventricular septal defect (vsd) muscular occluder was chosen for implantation utilizing a non-abbott delivery system. During deployment the device deformed into a cobra shape, so the device was removed. The device was never released from the delivery cable and did not interact with cardiac structures. The procedure ended without a replacement device. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be stable.

Manufacturer narrative:
An event of device deformity during deployment was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there was no interaction with cardiac structures during deployment and no angulation or kink in delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.